Event description:
During a lead implantation procedure, the lead was not able to be placed in the atria. A different lead was implanted successfully. The patient was stable following the procedure.

Manufacturer narrative:
Upon analysis, a complete lead was returned in one piece. Electrical testing did not reveal any indication of conductor fractures or internal shorts. Visual inspection of the lead did not reveal any anomalies. The helix was clogged with blood. After cleaning, the helix was able to extend and retract. The full helix extension length measured within product specification.